Event description:
It was reported that, the patient had a bha in 1988. Recently, the stem loosened. Therefore, the surgeon performed a revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that, the patient had a bha in 1988. Recently, the stem loosened. Therefore, the surgeon performed a revision surgery.